Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. During the removal, the left ventricular (lv) lead broke and the lead was only partially removed and part of the lv lead was left in the right subclavian. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.